Manufacturer narrative:
Based on a follow-up communication received from the case owner via the physician, the 1 month follow-up CT showed that the aortic body stent graft was positioned higher than intended partially covering the renal arteries. A re-intervention was performed where a balloon expandable stent was placed in both the right renal artery and at the level of the aortic body stent graft sealing rings to maintain blood flow, followed by the placement of an iliac limb extension to extend the seal in the left common iliac artery.

Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient's anatomy was outside the indications for use for the device due to significant angulation at the level of the seal zone. The final angiogram showed the presence of a potential type ia or type iii endoleak; however, the endoleak type could not be confirmed. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.